Event description:
The clinic reported that a patient presented for enhancement on (B)(6) 2009. The patient's flaps were lifted and an enhancement was performed. The post operative exam on (B)(6) 2010 revealed epithelial ingrowth around the entire periphery of both flaps. The flaps were lifted and cleaned. The patient is expected to do well.

Manufacturer narrative:
(B)(4): epi ingrowth removed. No clinical support or service was requested. Customer reporting incident only.